Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that in the past 2 days, his blood glucose has been all over the place between 25 and 30 mmol/l. Customer stated that after dinner tonight, he still felt bad. Customer corrected and took another measurement and said his blood glucose was 2 mmol/l. Customer stated that the motor error occurred last night. Customer has since corrected the low blood glucose. Customer did not see any physical damage and stated that the pump was not exposed to any magnetic fields. Insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.